Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080776) on 12-nov-2018. The most recent information was received on 07-may-2021. This spontaneous case describes the occurrence of genital haemorrhage ('heavy, hemorrhagic bleeding began') and fatigue ('extreme fatigue') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fexofenadine;pseudoephedrine for allergy as well as ibuprofen and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), fatigue (seriousness criterion disability), abdominal pain ("abdominal pain occurred off and on, not pertaining to cycles"), back pain ("lower back pain"), hypoaesthesia ("arm numbness"), pain in extremity ("leg pain") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). At the time of the report, the genital haemorrhage, fatigue, abdominal pain, back pain, hypoaesthesia, pain in extremity, weight increased and mood swings outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, fatigue, genital haemorrhage, hypoaesthesia, mood swings, pain in extremity and weight increased with essure. The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Date(s) of insertion: (B)(6) 2011 (per pif), (B)(6) 2011, date of removal: (B)(6) 2018 (as per mr discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of genital haemorrhage ('heavy, hemorrhagic bleeding began') and fatigue ('extreme fatigue') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fexofenadine;pseudoephedrine for allergy as well as ibuprofen and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and medically significant), fatigue (seriousness criterion disability), abdominal pain ("abdominal pain occurred off and on, not pertaining to cycles"), back pain ("lower back pain"), hypoaesthesia ("arm numbness"), pain in extremity ("leg pain") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). At the time of the report, the genital haemorrhage, fatigue, abdominal pain, back pain, hypoaesthesia, pain in extremity, weight increased and mood swings outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, fatigue, genital haemorrhage, hypoaesthesia, mood swings, pain in extremity and weight increased with essure. The reporter commented: an injury (disability/permanent damage, intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Date(s) of insertion: (B)(6) 2011 (per pif), (B)(6) 2011, date of removal: (B)(6) 2018 (as per mr discrepancy noted). Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: rcc note, reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.